Event description:
Patient mentioned they received a cervical epidural steroid injection on (B)(6), but did not elaborate on how this was related. They are hoping to get a battery replacement to resolve their symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had been having different problems with their brain. The patient said they were walking, dogs started barking, and their head started to hurt and felt like it was getting electrical. They also mentioned their hands were numb. The patient was redirected to their healthcare provider to address the issue further. The patient had not seen a hcp in over a year because the healthcare provider retired. The patient also reported seeing the 'poor communication' screen on their programmer. The patient saw eri (elective replacement interval) on the programmer. Pss reviewed how to bypass the message, and the patient confirmed the stimulation was on.